Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test or force sensor test due to pump error 38 alarm. Pump passed the active current test, sleep current test and self-test. No failed battery test alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (10) pump error 38 alarms found in the pump history file/trace on 03-may-2025 started from 14:43:04 to 15:52:59. (18) failed battery test alarms found in the pump history file/trace on 03-may-2025 started from 14:43:22 to 15:41:00. Pump was cut open to perform visual inspection and found¿moisture damage on power connector on the pcba 1, inside internal battery connector and on motor home switch. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. Pump error 38 alarm was confirmed due to corroded motor home switch. Failed battery test alarm was confirmed due to moisture damage on the battery connector and internal battery connector on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm and rewind the pump. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.